Event description:
It was reported that post mortem interrogation found that the device was in hardware reset. The patient expired due to endocarditis. No external defibrillation was applied. An autopsy has not been performed.

Manufacturer narrative:
The field experience of hardware reset was verified in the laboratory. The reset occurred after the patient expired. The device was tested on the bench and on the automated electrical test system. It is believed that all device functions were normal while implanted in the patient.

Manufacturer narrative:
No medwatch form was received.